Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter hmx analyzer with autoloader was leaking about 5 to 10 ml of clear liquid on the counter and onto the floor. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the tubing through pinch valve pv43 was cut. The fse replaced the tubing and the leak was repaired. The repairs were verified per established procedures.